Event description:
It was reported that during pre-test, it was difficult to drain water from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, it was difficult to drain water from the foley catheter. Per investigator's notification received on 05aug2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo was a top view of the 3 way silicone catheter and returned syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the batch number nghz3318. The last photo was of the tray labeling confirming the batch number myjs1893. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.